Event description:
The stent migrated distally 1 day after being placed in patient. There were no adverse effects on the patient.

Manufacturer narrative:
As the esophageal stent involved in this report was not returned for evaluation; the reported occurrence could not be confirmed. A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. A review of the 2-year complaint history for this product family was conducted. This type of report represents as unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. A full investigation could not be performed as the esophageal stent was not returned for evaluation. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. No corrective action warranted at this time as this complaint was unable to be verified. This event occurred after the procedure and there were no adverse effects on the patient.